Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a non-specific product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing impedance and a loss of capture due to a suspected fracture; x-ray examination determined that no dislodgement occurred. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.